Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (20 mg/ml at 12.8 mg/day in flex dosing mode) via an implanted pump. It was reported that patient was on the schedule for a pocket revision because an x-ray showed the pump was flipped. The hcp decided that since the patient had multiple surgeries for the same issue, he would flip it back manually under IV (intravenous) sedation and fill it. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was heavy around the middle and the pump lays differently when standing, sitting, or lying down. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.